Event description:
Reporter alleged the needle from the multiclix device used in fingerstick blood glucose testing would not retract after it was used and protruded outside the end of the dial cap. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.